Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced successfully.

Event description:
Boston scientific received information that during a follow up visit, this system with chronic leads displayed noise on the atrial and right ventricular (rv) channels. The patient reported symptoms of pre-syncope. A holter monitor was placed for forty-eight hours and the patient returned for further follow up. Holter monitoring revealed multiple episodes of pacing inhibition lasting greater than two seconds. In addition, device interrogation revealed eleven non-sustained noise episodes during the recent weeks that resulted in pacing inhibition. None of the events logged in the episodes corresponded with the holter monitor pauses. Attempts to reproduce the noise with positional changes, myopotential testing, deep breathing or pocket manipulation were unsuccessful. An internal technical service consultant was provided with the holter monitor and device data for their review. Ts confirmed the pacing inhibition lasted greater than two seconds. Based on the age of the chronic leads and the noise appearing on both the atrial and rv channels, it was thought there was possible lead on lead abrasion and the noise was not related to electromagnetic interference. A lead revision is intended. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.